Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings:on investigation, the reported dim/faded display issue was duplicated in the evaluation. The pump powered up to a dim verify screen with a pinkish contrast. The auditory and vibratory features were operational. No tactile issues were found with the buttons. (B)(6)

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.